Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed battery out limit and failed battery test. The customer stated that the insulin pump also alarmed low battery within a week of battery replacement. The blood glucose reading was 515 mg/dl. The customer stated that the batteries were depleting quickly, and there was no low battery alarm prior to the device losing power. She treated with manual injections. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed all of functional testing, no alarms were noted. However the end cap on the insulin pump was cracked. The insulin pump also had cracked case at display window, minor scratches on the lcd window, and missing end cap sticker.